Manufacturer narrative:
H.6. Investigation summary: bd did receive 3 photographs from the customer in support of this complaint. An evaluation of the photographs was performed and shows a tube filled with blood which had leaked between the inner and outer tube. Additionally, 10 retained samples from the bd inventory were functionally tested and the issue of tube in tube leakage was not observed. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during collection with 5 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m leakage occure between inner and outer tube. There was no user patient impact. The following information was provided by the initial reporter: due blood collection staff noticed that blood was filled between the inner wall and main tube wall. This has happened 5 times regarding to customer. No impact on patient or staff. No blood outside the tube.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during collection with 5 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m leakage occure between inner and outer tube. There was no user patient impact. The following information was provided by the initial reporter: due blood collection staff noticed that blood was filled between the inner wall and main tube wall. This has happened 5 times regarding to customer. No impact on patient or staff. No blood outside the tube.